Event description:
The pt reportedly had a stitch come loose and there was a slight hole behind the ear with drainage from the implant site. The pt was prescribed ic cephalexin 500 mg capsules and bacitracin as a prophylactic treatment.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt contracted no infection and is successfully using the device. The pt's device remains implanted. This is the final report.